Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and meshes were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that patient underwent laparoscopic cholecystectomy on (B)(6) 2011 and on (B)(6) 2014 patient underwent robotic-assisted laparoscopic extensive enterolysis , appendectomy and bso. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 10/08/2015. Additional narrative: it was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent sacral abdominal colpopexy, posterior colporrhaphy and lysis of abdominal lesions.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to vaginal prolapse, stress incontinence, cystocele, rectocele, and enterocele. No additional information was provided. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.